Manufacturer narrative:
On (B)(6)2019 , biosense webster inc. Received additional information which indicated that after pericardiocentesis was performed, the patient was stable, and a temporary pacemaker was inserted to maintain blood pressure. The pacemaker was removed the next day. There was no heart block. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device with lot number 30283882m, and no non-conformances related to the reported complaint condition were identified. (B)(4).

Event description:
It was reported that a female patient, underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade which required surgical intervention. During the ablation phase, after use of biosense webster products, the patient's blood pressure dropped below 60 systolic. Intracardiac echocardiogram catheter and x-ray confirmed the cardiac tamponade. Pericardiocentesis was performed and 1 liter of fluid was removed. The patient was stable, and a temporary pacemaker was inserted. The patient was transferred to the intensive care unit for further observation. The procedure was canceled. The patient required extended hospitalization and their condition has improved. Physician¿s opinion on the cause of the event is that it was procedure related. Transseptal puncture was performed with a brk1 needle. Ablation was performed prior to noticing the cardiac tamponade. There was no evidence of steam pop. Flow setting was 15 ml/min. Graph, vector and visitag force visualization features were used. Visitag parameter were stability 1.5 mm, respiratory gated, time 3 seconds, tag size 2 mm and color option force 5-10. There were no error messages observed on biosense webster equipment during the procedure.